Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 6. There was no reported impact on the customer's blood glucose level exceeding 500 mg/dl, but the customer declined to provide further details. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support if the issue reappeared.